Manufacturer narrative:
Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. It was later indicated the vault settled to a good range. Lens remains implanted.